Event description:
A customer reported that their device's battery was taking a longer time to charge and was depleting faster than usual. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and no further troubleshooting was required.